Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a generator was able to initially be interrogated and set up before surgery; however, after implantation the device failed to interrogate. Troubleshooting included: hard reset of the wand and tablet, replacing wand batteries, attempt to interrogate outside the pocket, and attempt to interrogate not connected to the lead. The device would still could not interrogate, so it was decided to use a backup generator which was able to be interrogated with no issues. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. The suspect device was returned and received for analysis. No other relevant information has been received to date.

Event description:
Device evaluation was completed.